Event description:
Broken needles got stuck in abdominal tissue [device breakage]. Case description: this spontaneous report, received from another country and reported by a consumer as "broken needles got stuck in abdominal tissue", concerns a male pt treated with novofine 8mm (30g) (needle) for "device therapy". The dates that the events started and stopped are unk. The pt reported, that 3 novofine 8 mm needles broke and got stuck in his abdominal tissue. The broken needles in the tissue are no longer visible. It has been reported that the pt reuses the needles several times. The remaining needle parts are not available and will not be sent for analysis. No further info expected. No medical confirmation obtainable. The overall outcome is reported as "not yet recovered". Reporter's causality: unk. Novo nordisk causality: reportable.